Event description:
Silicone breast implant leaked silicone, causing numerous symptoms, chronic inflammatory disease, immune disease, nerve disease & muscle disease. Rptr is currently disabled. Former income of 70,000 year. Nothing now. Permanent physical, & psychological damage. Nearly died. Improperly diagnosed by numerous drs. Her whole life changed. Implants explanted and exchanged for another MFR's silicone implants.